Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/22/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3: investigational narrative: an opened sample of product code z508 was returned to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, the swage area was observed with a wall of the channel needle split. Functional test was performed, and the pull force result were below the minimum requirements. Based on the information currently available, the cracked channel and pull out defects were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2022 additional information: d9, h3, h6 h3 investigational narrative: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z508g. It was requested that assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2022. Additional information: d4. Additional information was requested, the following was obtained: lot number: unknown: remddq. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "the needle had been broken at the swage part?" The swage part of the needle was broken. The following information was requested, but unavailable: did the needle get separated from the suture? Did the suture break? What was used to complete the procedure? What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The needle had been broken at the swage part. No adverse patient consequences were reported. Additional information was requested.